Event description:
The customer states that the system had no power. No patient injury was reported.

Manufacturer narrative:
The ge service rep repaired interconnect cable, to correct x-ray errors. The c-arm and workstation is now working as intended.